Event description:
The customer reported that the sheath was broken and there was a leakage. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the light guide lens (lg lens) had foreign objects. This report is being submitted for the malfunction found during device evaluation (foreign material in lg lens).

Manufacturer narrative:
Additional information obtained identifies the product was not reprocessed before it was sent to olympus since the sheat was broken and there was a leakage. During inspection and testing, the reported issue (leakage) was confirmed. It was observed that there was a leakage due to a pinhole on the connecting tube. In addition to foreign material in lg lens, service found the switch button #2 was not working due to damage, the air/water cylinder was discolored, the suction cylinder was discolored, the switch button #1 was cut, the rfid (radio-frequency identification) data could not be read due to ID (identification) data malfunction of the scope ID, the cover of the light guide bundle was damaged, the insulation resistance value at distal end was out of specification due to crack on the bending section cover, the objective lens was cracked, and the universal cord was wrinkled. The grip, the forceps channel port, the scope cover, the control unit, the scope connector cover, the scope connector case, and the plug unit were scratched. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported event is likely due to the insertion tube leaking resulting in reprocessing not being completed. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - detection method is included in operation manual chapter 3 preparation and inspection. - preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.